Manufacturer narrative:
The device was serviced on-site by a field service technician. Visual inspection, functional testing, and a review of the alarm log were performed. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The f-49 alarm was identified during the review of the alarm log. The cause of the condition was determined to be the device out of specifications. To correct the condition, the device was reconfigured. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a flo-gard infusion pump presented an f-49 (malfunction in real time clock: abnormal rtc data) alarm. This event occurred before use of the device. There was no patient involvement. No additional information is available.